Manufacturer narrative:
(B)(4). Date sent 1/31/2025. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? From the description the surgeon gave me it sounds like its locked out and then he forgot how to open it using the manual reverse button. Used another stapler to remove this one and then wiggled it off. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a vats lobectomy procedure the fourth firing of the psee45a with a gst45g reload the surgeon clamped down on tissue, fired and the firing stopped halfway through. He tried to open the stapler but could not do and could not complete the firing. They subsequently fired anther stapler next to this to clear the tissue. He then managed to open once off the tissue. I asked the surgeon if he pressed the manual reverse button on the side and he doesn't seem to think he did. Stapled alongside it to remove tissue with stapler attached and then opened jaws outside of the patient. No harm to the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2025 d4 batch #: 255d01 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one device was returned with no apparent damage and with a gst45g reload loaded on the device. The reload was received partially fired 1/10. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 255d01, and no non-conformances were identified.